Manufacturer narrative:
(B)(4). H6: health effect - clinical code - 1910 - hyperventilation.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred occasionally between (B)(6) 2026. The sensor was inserted into the abdomen on (B)(6) 2026. According to the patient, on (B)(6) 2026, while at work, the patient was eating a sandwich and banana for breakfast when his cgm alerted him to a value of 61 mg/dl. No bg meter comparison value was reported at this time. The patient was wearing an omnipod insulin pump. The patient then self-treated with glucose gel. Around 11:40am, the patient¿s cgm was reading 241 mg/dl and then went down to 175 mg/dl within 5 minutes. The patient went to the cafeteria and drank (2) cokes, ate a chocolate muffin, banana, and glucose tablet. After this, the patient¿s cgm value decreased to 80 mg/dl around 11:51am. The patient then had a panic attack about the low cgm values resulting in the patient hyperventilating and vomiting. Emergency medical services (ems) was called around 12:00pm. Once ems arrived, the patient¿s bg meter reading was 103 mg/dl while the cgm was reading 61 mg/dl. The patient asked for a bg meter recheck and the value was 99 mg/dl. Ems treated the patient with glucose gel and electrolyte gel. Ems then left the patient after approximately 15 minutes. Before they left, the patient¿s bg meter reading was 143 mg/dl while the cgm was reading 71 mg/dl. The patient attempted a calibration at this time. On (B)(6) 2026, once at home, the patient¿s cgm value dropped again to 69 mg/dl while the bg meter was reading 201 mg/dl. After 4 hours, the patient cgm value increased to 147 mg/dl at 7:16pm. Around 10:02pm, the patient¿s cgm went up to 306 mg/dl while the bg meter was reading 235 mg/dl. Around 10:20pm, the patient¿s cgm was 284 mg/dl and the bg meter was 201 mg/dl. At 12:39am, the cgm was149 mg/dl, no bg meter reading was taken. At 1:29am, the cgm was 176 mg/dl, no bg meter reading was taken. On (B)(6) 2026, around 8:00am, the patient¿s cgm was reading 143 mg/dl while the bg meter was reading 176 mg/dl. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid was taken when the paramedics arrived and when they left. The reported glucose values fall within the c zone of the parkes error grid when he arrived home. The reported glucose values fall within the a zone of the parkes error grid was taken on (B)(6) 2026 at home. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.